Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of white lip and thick and hard lip are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended; induration or nodules at the injection site; staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported patient was injected thirteen months ago to the upper lip and below under lip with juvéderm® volbella¿ with lidocaine. Eleven months later patient developed a "white lip" during a throat infection. A month later patient was injected with botox® with no problems. The next month patient "gets a very thick and hard lip and below the lips where juvéderm® volbella¿ with lidocaine was given 13 month ago." A few weeks later patient was prescribed augmentin. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected thirteen months ago to the upper lip and below under lip with juvéderm volbella with lidocaine. Eleven months later patient developed a "white lip" during a throat infection. A month later patient was injected with botox with no problems. The next month patient "gets a very thick and hard lip and below the lips where juvéderm volbella with lidocaine was given 13 month ago." A few weeks later patient was prescribed augmentin. Symptoms are ongoing.